Manufacturer narrative:
(B)(4). D10: cat: 163668 lot: 309970 32mm mod head cocr -3mm neck. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 19 years post-implantation, the patient underwent a hip revision due to loosening, poly wear, and subsequent osteolysis. The stem, head, and liner were explanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. H6: suggested component code: mechanical (g04) - stem. Visual examination of the returned provided pictures identified the explanted liner, stem, head, and ring covered in bio-debris. No further evaluation could be made from the provided photographs. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and review identified the following: extensive osteolysis and polyethylene liner wear. No definite implant loosening was noted. A definitive root cause cannot be determined. Liner wear is confirmed based on x-ray findings. Stem loosening could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.